Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: it was documented in the previous report that the assignable root cause was determined to be due to normal wear. Further investigation determined that the root cause as normal wear was not appropriate as the device was returned for service within the recommended service interval timeframe(1 year). Therefore, the assignable root cause has been updated as premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - bearings, vibration during e-test, bearings and the housing became hot. It was also determined that the device failed pre-test for vibration and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.